Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. Motor tested outside device and passed. The device had minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error and the device had cracks on it. The customer's blood glucose was 182 mg/dl. The customer does/ does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.